Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was damaged near the j501 cable.. The root cause for damaged cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.